Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot #: v016553, implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial #: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type: lead. Product ID: 377760, lot #: v016553, implanted: (B)(6) 2007, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a patient's implantable neurostimulator (ins). It was reported that hcp called rep stating that this patient had seen on the news in the fall of 2018 that stimulators had caused patients problems. Hcp had removed patient's stim in 2012 due to no longer working for her headache pain. Patient had this implanted as an occipital stim subcutaneously. Hcp said the reason for patient's call was to inquire if there was any documentation of an ons causing dysphonia. She stated to him that during her time with the implant she developed dysphonia that never resolved and has never been explained. At the time it was not thought to be related to the stimulator. The hcp removed it for other reasons (lack of efficacy). Patient was just wondering if it ever happened to anyone else with an occipital stimulator. Hcp explained unlikely to have been connected. The issue was resolved. Explant took place years ago; the devices were probably discarded. Hcp was notified that the product should be returned. No further complications were reported/anticipated.